Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
On 4-oct-2019, the physician tweeted that a benchmark 6f 071 delivery catheter (benchmark) kinked in two separate areas during a procedure. The exact event date is unknown. No further information is available.